Manufacturer narrative:
(B)(4). One ec60a was received for analysis. The knife was found to be locked out during the device inspection. The device was unable to be either fired or returned due to a damaged component within the device's shaft. One possible scenario for this damage to occur begins with the device locking out as intended for a valid reason, such as incorrect cartridge installation. Attempts to actuate the firing trigger when the device is locked out will result in two signals being given to the operator that the device is locked out. The first is abnormally high resistance on the firing trigger. The second is the display of a lock-out symbol on the device's handle. If the user overrides both of these signals and continues to apply excessively high force to the firing trigger, then the device may damaged. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was difficult to close on the third firing with a white load. After the device was closed, the device would not fire. The device was difficult to open but after pushing the button and wiggling the handles the device can open. Another device was used to complete the case with no patient consequence.